Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reached 456 mg/dl during the morning and 509 mg/dl after injecting 7.75 units of insulin while wearing the pod between 4 and 24 hours on the leg. Patient was seen by a health care professional at the (B)(6) hospital on (B)(6) 2017 due to difficulty breathing and elevated bg levels. The patient was treated at the hospital with insulin and discharged the following day.

Manufacturer narrative:
The returned device was evaluated and performed as designed with no evidence of any damage or manufacturing deficiencies that would have contributed to reported hyperglycemia found.